Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported by the customer that during a surgical procedure, the bur was possibly broken in the tip of the attachment. It was also reported that there were no adverse consequences and no delay as a result of this event. It was subsequently reported that during testing conducted at the manufacturer that the bur was broken inside the attachment.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported by the customer that during a surgical procedure, the bur was possibly broken in the tip of the attachment. It was also reported that there were no adverse consequences and no delay as a result of this event. It was subsequently reported that during testing conducted at the manufacturer that the bur was broken inside the attachment.